Event description:
It was reported that a malfunction alarm occurred with code malf 9, causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value stated as "high." The customer administered a correction injection via mdi to address the high blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for future recurrences. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. There was no requirement for third-party assistance.